Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the 80 cm savvy 3.0 mm x 2.0 cm balloon catheter to the target lesion. During the initial inflation, the physician noted that the marker band and the balloon seemed to be out of position under angiography. The physician stopped the inflation and removed the product successfully from the patient. The physician used another savvy balloon catheter to complete the procedure successfully. There was no reported patient injury. The patient is in stable condition. The target lesion for the procedure was the superficial femoral artery (sfa). The sfa target lesion was reported to be: heavily calcified, and a 100% stenosis. The approach for the procedure was femoral using a terumo catheter sheath introducer (csi). A sjm cruise guidewire was used initially but failed to cross the target lesion. A sjm asato guidewire was then used to successfully access the target lesion. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
Concomitant products: sjm cruise guidewire, terumo catheter sheath introducer (csi), sjm asato guidewire. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the savvy balloon catheter to the target lesion. During the initial inflation, the physician noted that the marker band and the balloon seemed to be out of position under angiography. The physician stopped the inflation and removed the product successfully from the patient. The physician used another savvy balloon catheter to complete the procedure successfully. There was no reported patient injury. The product was returned for inspection. A non sterile pta savvy 3.0 mm x 2 cm 80 cm was received coiled inside of a plastic bag. The outer body presents several kinks at 5.4, 14, 24.2, 32.4, 50.8, 60.3, and 69.8 cm from the distal tip. The balloon appears as if it had been inflated and deflated. Residues of contrast media were noted in the balloon and shaft. It was observed that the proximal marker band was found near to the balloon's leg and marker band distal at 4 mm inside of the balloon's body. No other anomaly was observed in the returned device. In order to measure the mbs distance, it had to be removed the balloon because the device presented residues of contrast media and it could not be removed. Markerband distance was measured using a caliper and the obtained result was 18.2 mm, which it is within specification of (B)(4) per (B)(4). Ruler ID (B)(4) with calibration due date (B)(4) 2013. The balloon was removed from the catheter in order to review the proximal markerband, both markerbands were reviewed under microscope at 16x of magnification. It could be noted evidence of glue, since both present the glue stripes around, also it was noted that mbs were not loose. The unit was reviewed with the pet team of the line and they will run some samples to get possible causes. Scrap units rejected due to mb out of position were reviewed and measured, it was noted that mbs distance was found within specification, but the position according to balloon was not the aligned properly. Mb position failure is caused when the transition area of the balloon cannot be detected or noted easily. Currently in the savvy line at distal seal process, it used the equipment (B)(4) to pressurize the balloon's transition area to align the mbs according (B)(4), mbs alignment is performed 100% at distal seal process. Balloons with smaller outer diameter present difficulty to detect the transition area of the balloon. Conclusion: mbs position was not performed properly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The exact cause of the mbs out of position respect to balloon could be conclusively determined and it is related to the manufacturing process. Balloons with smaller od difficult the mb alignment since it is complicated to detect the balloon's transition. A 100% inspection is performed for mb position at distal seal process; DHR review does not present any rejection due to this condition. A risk assessment has been initiated to evaluate this issue. The major contributing factors to this event appear to be manufacturing related.